Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the device showed noise on the right ventricular lead that was over-sensed. No interventions were reported. The patient was stable and will continue to be monitored.